Event description:
The report stated that during a hysterectomy, the device locked on tissue in the closed position. Upon deploying the knife blade, a sound came from the instrument as if something had cracked. Another instrument was used to remove the first device from tissue. No patient injury and patient was reported as doing fine.

Manufacturer narrative:
Date of initial report: 09/25/2008. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device. The incident device is still under evaluation. When the device evaluation is complete a follow-up report will be submitted.